Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received entitled "alarmingly high rate of implant fractures in one modular femoral stem design: a comparison of two implants." Literature article entitled ¿alarmingly high rate of implant fractures in one modular femoral stem design: a comparison of two implants¿ by ritesh r. Shah, md, et al, published in the journal of arthroplasty (22 may 2017) vol. 32, pp. 3157-3162, dx.doi.org/10.1016/j.arth.2017.05.031 was reviewed for MDR reportability. This article analyzes the frequency of femoral stem fractures along the stem-sleeve junction by comparing the rate if device failure of the depuy s-rom femoral stem and the smith and nephew empirion femoral stem. The authors complied data from 1168 thas, 547 empirion implants and 621 s-rom implants. In total, 8 empirion stems experienced device fracture compared with 1 s-rom implant. The single patient with a depuy implant who required revision 9.8 years following index right tha due to implant fracture was a (B)(6) year-old male with a bmi of 34 who¿s preoperative diagnosis was osteoarthritis. He was implanted with an s-rom size 13 stem with a femoral offset of 44-mm and a hip offset of 39-mm, a crosslinked polyethylene oxonium acetabular liner, and a 36-mm cocr femoral head. Device fracture of the taper-neck junction was preoperatively identified radiographically and the device failure was confirmed intraoperatively. The femoral head was revised, and the acetabular liner left in situ, with no identifiable evidence of device defect or malfunction contributing to the event. No further patient harms or depuy device failures were identified within the article¿s text. Patient(s) reported harm(s) prior to procedure: pain. Adverse event(s) related to product(s): implant fracture intra-op: metal.